Manufacturer narrative:
MFR ref # (B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The "error code 322" alarms were confirmed through an event history log review. The cause was undetermined. If any add'l info is received a f/u will be sent. The lower auxiliary assembly, input/output printed circuit board, t10 4-40 x 3/16 shoulder screw, and upper auxiliary assembly were replaced.

Event description:
During the eval of a returned spectrum infusion pump, 2 occurrences of "error code 322" alarms were identified in the event history log. Any pt involvement, injury or medical intervention is unk since these items were found during eval of the device.